Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the down arrow keypad button had a delayed response and required multiple button presses to elicit a response. The reporter alleged that the keypad was torn on the down arrow. It was not determined whether the tactile changes occurred prior to the damage to the keypad. The patient denied evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a wipe as needed. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be torn from the ok button through the up arrow button, exposing the button contacts. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up, down, and contrast keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage. The ok button responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.